Event description:
Boston scientific crm received information that this device and associated leads, were explanted due to system infection. The system had been implanted for approximately three months, and no adverse patient effects were reported. None of the explanted products are intended to be returned for analysis.

Manufacturer narrative:
If new information is received, this event will be reopened and further updated.